Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a liver resection the tissue pad on the distal tip of the device fell off. A second like device was used to complete the procedure. There were no patient consequences reported.